Event description:
It was reported that the customer was in the hospital. The customer was not using the insulin pump at the time of the report because the battery cap could not be removed to insert a new battery. The cause of the hospitalization was not known at the time of the report. Several attempts were made to contact the customer, but the customer could not be reached. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.